Event description:
It was reported via manufactuting that an ade occurred during a clinical study at (B)(6) hospital. The adverse event form states: intermittend pain right hip, can not lay on the right side. Clinical examination and x-ray showed screw migration/dislocation. Will be followed in the study and the screw might be removed later if the symptoms continue.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report.